Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the pro7000de, hall oralmax elite high-speed drill, device was being used on approximately (B)(6) 2025 during a non-surgical event when it was reported ¿loud hot.". There was no report of injury, medical intervention, extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the pro7000de, hall oralmax elite high speed drill, device was being used on approximately 28jan25 during a non-surgical event when it was reported ¿loud hot.". There was no report of injury, medical intervention, extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device was not overdue for preventative maintenance. The unit was tested per ip-000-341 and functions per the specification. Device was found to run with very loud noise and with significant vibrations. The device was disassembled, and the rotor and collet were noted to be worn. The device was repaired, tested and met all specifications. The service history was reviewed and found this issue was reported and repaired twice before. A device history review (DHR) found a non-conformance related to the reported event. An ncr reviewed by qe determined that further action is not needed. No current trend was identified during the investigation. A two-year review of complaint history revealed there has been a total of 79 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame(B)(4); devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised rotation of handpiece usage per day will assist with proper performance. Bur guards should always be checked before use. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. Overheating can occur if bur guard bearings are worn or not kept clean. We will continue to monitor per regulatory requirements to help ensure patient safety.